Manufacturer narrative:
Other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted: product type catheter h6: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone with an unknown dose and concentration via an implantable pump for non-malignant pain an degenerative disc disease. It was reported in 2007 they had to fix the catheter on the very first pump because the catheter broke. The patient did not know the dates of when the catheter broke. The medication was the same as before. Event date was noted as 2007. No further complications were reported/anticipated. ***there was additional information reported that was not relevant to this event and therefore was omitted; see pe 702018318-pump not working, difficulty aspirating.***